Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the sensor was recalibrated on (B)(6) 2019 via right heart catheterization where the mean was increased by 30.8mmhg. Accurate readings were observed under the manufacturer's patient care network database.